Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male pt, the device displayed a "defib disabled" message. The device was recharged and the unit successfully discharged. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.